Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler would not raised and the right top rail would not latch. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.